Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water cut-off function is reduced due to clogging of the air and water nozzles. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited water cut-off function was reduced due to clogging of the air and water nozzles. There was no patient involvement.